Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Tissue damage, mitral regurgitation (mr) and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (frayed leaflets). The poor image resolution is related to procedural conditions as imaging quality was reported to be sub-optimal. Tissue damage and mr resulting in dyspnea appear to be due to the slda. The unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip was explanted from the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with an mr grade of 3. Imaging was challenging. One clip was implanted, reducing mr to 1. On (B)(6) 2021, the patient returned with dyspnea. Echocardiogram noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 3. It is suspected the clip tore the posterior leaflet. On (B)(6) 2021, a non-abbott device was attempted to be implanted to reduce mr, without success. Mitral valve replacement was performed. No additional information was provided.